Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus delivery. Customer stated that only 2.5 units if the bolus were delivered out of 5.0 units. The customer delivered manually the remaining units and it went through. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit the tubing. Customer was advised that alarm could have been caused by a site occlusion or bent cannula. Customer was advised to change the infusion set. Customer declined and stated that will monitor the blood glucose levels and change it if issue recurs.